Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019.

Event description:
It was reported that the unit declared multiple check vent errors (ovp circuit failed, 3.3 v supply failed., 5 v supply failed, 35 v supply failed and motor controller (mc) printed circuit board assembly (pcba) failed. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 15 november 2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the power management board was replaced; however, the issue persisted. The technician recommended that the customer replace the motor controller (mc) board. The customer replaced the mc board and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.